Event description:
In early november staff on multiple units began complaining of receiving shocks from hill-rom clinitron rite hite bed. IV pumps would not work when plugged into same outlet. When bed was unplugged, IV pumps worked. In late november a patient reported receiving shocks while on another bed.response from company: initially said no proof shock is caused by bed. Then explained beads in bed had been replaced and the shocks were from the beads. Stated similar feedback from other facilities about shocks.then said that there were metal pieces in bed that needed to be grounded to a screw in the bed. Added that a new bed will be out in about 2 years.